Event description:
It was reported that pump screen occasionally glitched and needed to be reopened. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no further information was obtained, and no additional action was required from technical support.